Event description:
Healthcare professional (hcp) reported that a patient was injected with 3 syringes of skinvive¿ by juvéderm® in the cheeks. Five days after injection, patient started experiencing an inflammatory response and bumps on their cheek and taking zyrtec, pepcid and prednisone. Five days later, the patient started taking benadryl, and two days later the patient started taking prednisone 20 mg twice a day for 5 days and started a warm compress with massages. About 12 days later the patient started another round of prednisone, and a day later the patient started vivace microneedling. One day later the patient started hylenex and the bumps worsened. Five days later, the patient started doxycycline. Twenty-four days later, the patient started another round of doxycycline. A little over a month later, the patient received an additional vivace microneedling treatment. The patient also tried arnica montana and bromelain as treatment. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, skinvive¿ by juvéderm® (lot#1000524563).

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.